Event description:
It was reported that the patient presented to the emergency room experiencing pre-syncope. The patient is not dependent but paces more than 99 percent in the ventricle. The ventricular output was increased. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.